Event description:
The manufacturer received information alleging a patient expired when they became disconnected from a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a patient expired when they became disconnected from a ventilator. The device was returned to the manufacturer's service center for further evaluation. During the investigation, the manufacturer checked that the circuit disconnect alarm operations and confirmed that it functions properly. There were no abnormalities found during an operational check. The item of 0300 for pressure sensors came to fail during pm test, it did not significantly deviate from the specifications, and it was believed that there were no problems with its operations any functions. The manufacturer's service center concludes that there was no peelings or deterioration of the foam and no problems with this device regarding the reported issue. In this report, section d9, h3, h6 has been updated.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired when they became disconnected from a ventilator. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.